Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. There was no moisture damage found inside the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratches on the lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer treated their high blood glucose level with a juice box. Troubleshooting for the button error alarm was performed. Customer advised they would press the act button, the main menu would appear, but nothing else would happen. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer advised the insulin pump may have been exposed to sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.